Manufacturer narrative:
Investigation ¿ evaluation. Event description: it was reported that the balloon of the bakri tamponade balloon catheter ruptured during treatment of postpartum hemorrhage (pph). After transvaginal placement of the balloon, the balloon was injected with 200 ml of water and ruptured. The device was not handled by or in the proximity of any metal tools.300ml of blood loss occurred before the device failure. 100ml of additional blood loss occurred after the device failure. The total estimated blood loss (ebl) was 400ml. The device was replaced with a new balloon and the bleeding was successfully stopped. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. A visual inspection of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record (DHR), the instructions for use (IFU), manufacturing instructions, and quality control procedures. One bakri tamponade balloon catheter was returned for evaluation in opened package with label. The balloon material was observed to be ruptured the length of the balloon. A document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record showed no discrepancies related to the reported failure mode. A review of complaint history records showed no other complaints associated with the complaint device lot. Based on the available information, cook has concluded that the device was manufactured to specification and there is no evidence suggesting nonconforming product exists either in house or in the field. The instructions for use (IFU) contains the following information related to the reported issue: how supplied "upon removal from the package, inspect the product to ensure no damage has occurred." A definitive cause of the event could not be determined. Per the quality engineering risk assessment, no further action is required. The appropriate personnel have been notified, and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
H3 - device evaluation anticipated but not yet begun. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the balloon of the bakri tamponade balloon catheter ruptured during treatment of postpartum hemorrhage (pph). After transvaginal placement of the balloon, the balloon was injected with 200 ml of water and ruptured. The device was not handled by or in the proximity of any metal tools.300ml of blood loss occurred before the device failure. 100ml of additional blood loss occurred after the device failure. The total estimated blood loss (ebl) was 400ml. The device was replaced with a new balloon and the bleeding was successfully stopped. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.